Event description:
Ans was advised in 2009, that the pt was implanted about 5 days prior with a surgical lead at t9-t10. A laminectomy was performed before placing the lead using fluoroscopy imaging. There were no anchors or extensions used during the procedure. During the night, the pt developed a hematoma. The scs system was explanted the following day. The pt was released from the hospital a few days post-explant, and is doing fine. The explanted scs system was discarded, and will not be returned to ans for eval.

Manufacturer narrative:
Eval. Method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history, and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.